Event description:
Reporter indicated a vns pt was having increased seizures. A vns battery estimate performed yielded approx 1.38 years remaining. Per the reporter, the pt had been under a lot of recent stress which may have contributed to the seizure increase. All attempts to the reporter for further info have been unsuccessful to date.